Event description:
Info received indicates, the scale pod is displaying an error 4 and the left siderail leds are flickering. The tech found the left siderail cable was cut and wires exposed causing a short.

Manufacturer narrative:
The tech replaced the left siderail cable and siderail control membrane to repair the bed.